Event description:
It was reported that a pump alarmed for a system error 322. There was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The unit was tested for 24 hours with no reoccurrence of the system error 322. However, review of the history log confirmed the error. Upon physical inspection it was found that the lower aux. Flex was not secured perpendicularly to the j4 connector of the I/o pcb. The misaligned connection can trigger an intermittent system error 322. The lower aux assembly was replaced.